Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder arthroscopy the tip of the scorpion needle broke-off inside the patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 22-sep-2023 nroe: further information revealed that the tip of the device could not be retrieved from the patient because the surgeon could not find it.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint was confirmed. One ar-2600sbs-8 batch 15100364 was received for evaluation. Only the needle was received for evaluation. Visual inspection found that the instrument tip was broken off. The tip thickness was measured with a micrometer per drawing c25802 at revision 0. (.0130 ± .0005), resulting in a pass (.0130) that indicated the device tip thickness is between the specification. No functional test was performed for the device because of the damage. The most likely cause(s) of this type of failure is user error as per dfu-0392-sub-eo rev. 1. Warning: to help to avoid needle breakage and potential patient injury. -avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissues. If excessive force is encountered, replace the needle, reposition the device and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function.